Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device failed to active the "range" button. There was no report of patient involvement.